Manufacturer narrative:
No damages or defects were found along the fluid path that would cause the device to leak. There were no tears or leaks found along the soft cannula during the leaks test. No other damages or defects were found on the device during the investigation. The exposed portion of the soft cannula was found to be kinked. The cause and timing on the damage could not be conclusively determined. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 486 mg/dl while wearing the pod between 4 and 24 hours on the leg. The pod was leaking insulin.